Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected the patient line during dwell in peritoneal dialysis then reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The patient disconnected during dwell. The homechoice started drain and gave the alarm. The patient reconnected to tubing. The technical service representative had the patient close the clamps and cycle the power to clear the alarm. The technical service representative explained the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.